Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had broken ceramics. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely the damage was thermally and mechanically induced. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.